Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, yellow particles in the shell, the device was underweight, a missing piece of the shell and a flat crease. A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side assessed as an unidentified tear opening, and a missing shell assessed as inconclusive. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.